Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed. This supplemental report #1 updates the following section: a2, a3, a4, a5, b5 ,g4,g7,h2 ,h6 and h10.

Event description:
According to the reporter, it was determined that the tip of the sheath obturator broke and not the actual sheath of the device. The broken pieces were retrieved with a basket. The issue occurred when the doctor was inserting the sheath for ureteral access. Therapeutic left ureteroscopy with laser lithotripsy and ureteral stent placement procedure was being performed when the issue occurred. The same sheath was used to complete the procedure. According to the reporter, the device was inspected and no damage or abnormalities were noted. The sheath was compatible with the scope. The scope used was a flexible ureteroscope. The model and serial number are not available. There are no known complications to the patient and no follow up needed according to the reporter.

Manufacturer narrative:
This supplemental report is to inform a correction on the facility number. The facility number is being updated from facility number (B)(4) to correct facility number (B)(4). See updates on section: g1, g2, g4, g7, h2 and h10.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), and trend reports. Please see updated sections: g4, g7, h2,h3, h6 and h10. The original equipment manufacturer (OEM) performed a device history record review. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM, determined that there is no manufacturing, material or processing related cause for this failure mode. It was reported that the ureteral access sheath broke during a procedure. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device ureteral access sheath dilator broke. According to the reporter, the user was able to retrieve the broken piece (plastic/piece of rubber as described by the reporter) inside the patient using a flexible grasper. No patient harm or impact was reported due to the event.